Event description:
It was reported that ventricular lead impedance suddenly decreased to 190 ohms. The patient was experiencing short- ness of breadth and dizziness. Due to these symptoms and being pacemaker dependent, the patient was admitted to the hospital for ECG monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.